Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. The physician was unable to screw the ventricular lead to the ipg. Several attempts were made with the wrench to tighten and there were no "clicks" or locking sound noted. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated foreign material on set screw and the returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.